Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-6527-06c safecut¿ capsulotomy blade w/ handle blade broke inside the joint. The surgeon applied very little torque to the blade, and it snapped right at the beginning of the blade's curve. The broken piece was retrieved from the patient. The case was completed successfully. This was discovered during a hip labral repair procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure can be attributed to user error due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during use. The complaint allegation was confirmed based on the customer's attached pictures, which showed a device with the tip broken off.